Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309201, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient said "they taped up my back and the left side is bothering me. I reached back there and some of the tape was caught on something. There was a little pimple." Patient also mentioned allergic reaction, infection, and bleeding a little bit.